Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer wife reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer changed out their site and delivered a bolus however the patient remained high. Customer's wife declined to further troubleshoot and advised this was the third incident where the patient experienced high blood glucose levels.